Event description:
The hcp reported that the patient underwent replacement of his enterra device due to loss of function related to a motor vehicle accident. The patient underwent surgery under general anesthesia. Upon entering the abdomen, the physician noted inflammation around the leads as they went into the stomach wall but there was no erosion into the stomach mucosa and the mucosa appeared intact in this location. The inflammatory tissue was incised and the leads were removed out of the stomach wall. A subcutaneous pocket was made to the right in the incision which was taken down to the old pocket. The gastric pacer appeared intact, with no pus or fluid around it. The pacer and leads were then completely removed from the patient. A new pacer was implanted and two new leads were placed just proximal to the old site along the greater curvature. There were no known complications at this time. Approximately one week later the patient was admitted to the hospital with abdominal distention and a drop in his hematocrit. A CT scan revealed free fluid and the patient's hematocrit was unresponsive to four units of packed red blood cells, indicating ongoing hemorrhage. Under general anesthesia, for liters of blood and clot were evacuated from the abdomen. A bleeding venous injury was discovered on the inferior edge of the left lateral segment of the liver, most likely from the previous operation, as the liver may have been stuck to the anterior abdominal wall. The cracked liver edge was cauterized and there was no further bleeding. The gastric pacer was functioning properly and the patient was transferred to the recovery room in stable condition. There were no further complications to the patient reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.